Manufacturer narrative:
The user report # (B)(4) is attached to this submission.

Event description:
Additional information: a user facility report # 490063-2018-0002 for this event was received which stated: patient was found to have a hemorrhagic cerebrovascular accident (cva). Large acute right cerebral bleed with midline shift. No surgical intervention recommended. Mechanical ventilation and lvad discontinued and patient expired. Possible device related death.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Bleeding, stroke and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s weight was not provided. (B)(4). Approximate age of device- 8 months. The lvad was not explanted from the patient after expiration. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018, the patient awoke from a nap confused. The patient was diagnosed with a hemorrhagic stroke. The patient¿s mental status continued to deteriorate while in the emergency room and the patient was intubated. Life support was discontinued on (B)(6) 2018, and the patient expired. No further information was provided.